Event description:
The pt was a 75 year old male. The target lesion was abdominal aorta. There was no calcification or vessel tortuosity, the rate of stenosis was unk. Maxi ld balloon catheter (416-2540l, r0109353, complaint product) was delivered over the guidewire (radifocus, termo) for dilatation. The balloon ruptured at nominal pressure during the 2nd inflation, using an indeflator (everest, medtronic). The maxi ld was removed from the pt without difficulty. Another product (details unk) was used and the procedure was completed without any other problem. There was no adverse event and the pt is in stable condition. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the pt. The device prepped normally and was able to maintain negative pressure. No resistance/friction was felt while inserting the balloon through the guide catheter.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.